Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized due to stroke. The clinicians found the heart rate to be between 40 and 50 beats per minute, so they requested a field representative to check the device. Upon interrogation, it was found that the device was programmed to ddd mode with a lower rate limit of 40 paces per minute. The device was operating as programmed. It was also noted that this device and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement (139 ohms). Additional information received indicates that device therapy was turned off by request for palliative care due to the patient's health status after the stroke. This device remains in service. No adverse patient effects were reported.